Event description:
Blood gas results were taken from the same patient sample, the first result was suspicious, and therefore, another three measurements were taken from the same sample from the same syringe. Each sample gave significant changes in the reported measurement of ph and pco2. The first results were ph of 7.619 and pco2 of 2.92 kpa. Repeat results for ph were 7.406, and 7.403. Repeat results for pco2 were 5.20 kpa, 2.75 kpa and 5.28 kpa. The initial measurement was suspected to be incorrect by the technician as she felt the ph result was exceptionally high. No information was provided to determine if erroneous results were reported or if patient was adversely affected. If additional information is received, appropriate notification will be provided.